Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If any return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a microclave® clear neutral connector. The facility reported that there was a large reduction in the flow rate of fluids (during use with this device) during a mass blood transfusion with a belmont rapid infuser. With the needleless connector, the flow rate of prbc's (packed red blood cells) was 90ml/min. After removing the needleless connector, the flow rate increased to 140ml/min. Both were through an 18g IV. The product was used in the emergency room specifically for patients needing large volumes of fluids rapidly transfused. There was no human harm reported as a result of this complaint/event.